Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that balloon was ruptured on first inflation attempt. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the reported issue is covered in the device directions for use (dfu). While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, therefore, the exact cause for the reported balloon burst during use cannot be determined.

Event description:
It was reported that balloon was ruptured on first inflation attempt. There were no clinical consequences reported to the patient due to this event.